Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. System error 322 was reproduced during testing but the specific component could not be identified. Eval of know contributors to ec 322 has led to the determination that the upper and lower auxiliary were the failing components and were replaced.

Event description:
It was reported that a pump experienced constant system error 322. It was also reported that there was no pt injury.